Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
Patient was implanted with an lfit cocr v40 femoral head on her left hip on (B)(6) 2010. It is further alleged that she noted increasing pain and feeling of instability in her hip. X-rays obtained in october allegedly showed trunnion damage and the head on an angle. During revision surgery on (B)(6) 2019, "the ball was grossly loose on the trunnion and"..."the tip of the trunnion had been whittled down to a sharp point." "There was gross damage from the sharp trunnion tip riding into the polyethylene."